Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac artery, the pta balloon allegedly ruptured when inflated to 8 atm, on the first inflation attempt. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found frayed fibers on the barrel of the balloon. An inflation attempt was made, and a pinhole rupture was noted in the balloon. Therefore, the investigation is confirmed for a pinhole rupture, and for frayed fibers. The definitive root cause for the identified frayed material or pinhole rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the iliac artery, the pta balloon allegedly ruptured when inflated to 8 atm, on the first inflation attempt. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.